Event description:
It was reported that the spinal cord stimulation (scs) system underwent an explant procedure due to charging difficulties, the patient had gone through the process of cycle charging but was unable to turn it back on. The patient did well post operatively. The explanted device will not be return.